Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The tubing set where it connects to the forceps is too loose. Tubing became disconnected during a case. Had to reconnect during surgery. Occurred multiple times. No reported patient harm or delay in surgery resulted.

Manufacturer narrative:
Device was returned for evaluation. Upon completion of the investigation a followup report will be filed.

Manufacturer narrative:
Updated UDI: (B)(4). Upon completion of the investigation it was noted that the we reviewed the recent complaint sent in from (B)(6) related to the male luer disconnecting from the reusable forceps during surgery. The male luer is dimensionally within specification. The new design of our luer may just seem harder to push in as far because it doesn¿t have that small ridge on the diameter like the previous product. Thus, when the users fingers start sliding, they assume it¿s in far enough and stop pushing, but it¿s probably not quite as snug as with the old version. A review of the device history records did not reveal any anomalies during the manufacturing process. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.